Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 86 to 120 mg/dl. Testing performed once daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from truetrack meter to doctor's meter. Back to back blood test produced test results of 123 mg/dl using truetrack meter and 88 mg/dl using doctor's meter. Customer received blood glucose test result of 260 mg/dl on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 203 mg/dl and 220 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/21/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 86 to 120 mg/dl. Testing performed once daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6)2015 as a result of the meter's readings. Comparing blood glucose test results from truetrack meter to doctor's meter. Back to back blood test produced test results of 123 mg/dl using truetrack meter and 88 mg/dl using doctor's meter. Customer received blood glucose test result of 260 mg/dl on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 203 mg/dl and 220 g/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/21/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 123 mg/dl (B)(6) 2015 02:55 pm; 109 mg/dl (B)(6) 2015 09:54 am; 126 mg/dl (B)(6) 2015 02:40 pm; 119 mg/dl (B)(6) 2015 09:17 am; 106 mg/dl (B)(6) 2015 11:53 pm. Adverse event not reported.